Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-05012, 05013. The pt has three, 3186 leads (two are from the same lot). It was reported, the pt experienced stimulation in her chest when she turned stimulation on. An sjm rep met with the pt and low impedance was found on several contacts. Reprogramming provided the pt with inadequate coverage and stimulation in unintended areas: including near the ipg site. Medical chart review revealed the pt has not receiving pain relief due to ineffective stimulation. The pt has also been experiencing pain at the ipg site. The next course of action is unk at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.